Event description:
Repair center: alleged low o2/yellow light and key is tie wrap is defective. Per independent repair center statement, unit alarming low o2 or yellow light. The key failure was that the tie wrap was defective.